Manufacturer narrative:
The peritonitis events were reported to have occurred on an unreported date "since (B)(6) 2021". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient "repeatedly" experienced peritonitis. The cause of the events was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified anti-inflammatory drug (intraperitoneal) for peritonitis. At the time of this report, the patient has recovered from the events. Pd therapy was withdrawn at the time of this report. The reporter declined to provide additional information.